Event description:
It was reported that the 6600 system had uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, the no "settle" alarm sounded, but no x-rays were produced. The foot-switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.